Event description:
It was reported that a review of stored episodes for this implantable cardioverter defibrillator (ICD) was requested to technical services (ts). Ts reviewed and discussed stored episodes. During an episode, it was noted anti-tachycardia pacing (atp) accelerated the patients ventricular tachycardia (vt). Another episode had all therapy exhausted and the patients vt remained. The associated right ventricular (rv) lead was explanted and a new rv lead was implanted due to the difficulties in convert the patients rhythm. At a later date, ts was consulted regarding an episode. Ts reviewed the stored episode were therapy was exhausted and discussed how based on the data it was unable to be determined if the therapy that was delivered did not convert the vt or instead the patient fell into vt again due to a vt storm. Ts discussed how there may have been a supraventricular tachycardia (svt) after the third shock was delivered. Ts discussed available therapy options. This device remains in service. No additional adverse patient effects were reported.